Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's current blood glucose level was 423 mg/dl and was treated through the insulin pump. The customer was trying to put on new sensor and was trying to calibrate. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.